Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that one (1) motor drive unit was overheating. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection performed by an authorized service center observed no issues. A functional evaluation performed by an authorized service center found a stuck motor and an electrical component failure. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the stuck motor include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Factors that could have contributed to the electrical component failure include an internal short or component failure of the hall board. Based on this investigation, the need for corrective action is not indicated.